Event description:
Procedure: vats/wedge resection changed to lap lobectomy. Reportedly, the clamp cover disengaged from the loading unit as it was being fired. The button fell into the cavity. The surgeon searched for the piece, but could not find it, so it was left it in the cavity and the procedure was completed. The surgeon discussed with the patient that the piece had been left in the cavity and stated its not harmful, but the patient requested to have it removed. The next morning on the surgeon retrieved the button.